Event description:
It has been reported to philips that, the allura system needed help booting up. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was unable to boot-up. Upon functional testing, the fse found issue with the pan handle break release. The fse reseated the pan handle break and connections of table base connection board (tbcb), which temporarily resolved the issue. However, the reported issue reoccurred after few days and the fse confirmed that the issue was not with pan handle, instead the issue was with tbcb and fse replaced the tbcb. After replacement of the tbcb, the system was returned to use in good working order. The codes were updated based on the investigation outcome.